Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, as observed in a stored episode. The lead was explanted and replaced. During the procedure, at about 10 cm away from the header, insulation damage was noted, where a wire appeared to be visible. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis. Additional information was received from the hospital via a user facility report. It was noted that in addition to the noise and oversensing, the pacing impedance measurements had increased. Also, a patient consent form was received confirming the explanted lead could be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The lead was thoroughly inspected and analyzed upon receipt. Visual examination noted the lead had been severed and returned in two segments. Measurements of the segments indicated a mid-body segment was missing. Resistance testing of the segments confirmed the high voltage conductor was fractured. An x-ray of the fracture site, approximately 29 millimeters (mm) from the terminal pin, determined the fracture was a result of cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, as observed in a stored episode. The lead was explanted and replaced. During the procedure, at about 10 cm away from the header, insulation damage was noted, where a wire appeared to be visible. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis. Additional information was received from the hospital via a user facility report. It was noted that in addition to the noise and oversensing, the pacing impedance measurements had increased. Also, a patient consent form was received confirming the explanted lead could be returned for laboratory analysis.